Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that carb ratio setting was incorrect. Reportedly, the carb ratio setting was at 1:45 when the customer stated that it should have been at 1:4.5. There was no reported impact to the customer's blood glucose level. The customer changed the setting to the correct ratio.